Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2004; 4193 implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The lead insulation was examined. Damage due to explant was noted on the overlay tubing only. Melts and cuts in the overlay tubing were seen throughout. No in-vivo damage or insulation breaches were noted at time of analysis. This device was included in the field action and returned product testing found the device did perform as described in the field action.

Event description:
It was reported that there was possible insulation damage on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.